Event description:
The user return the device for evaluation and repair of the issues of buttons not controlling the device, brushed getting stuck entering the channel port, and leaking from the housing. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the ultrasound pink probe unit was cut. The light guide (lg) adhesive was peeled. This medwatch is being submitted for the reportable issues of the cut pink probe unit and the peeled l/g cover glue peeling observed during device valuation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the ultrasound pink probe unit was cut. The light guide (lg) adhesive was peeled. It is likely the device experienced a shock of being dropped or knocked on a hard surface. Other observations are: no data information found; leakage from crack at distal end, from detached auxiliary channel, from scope connector, from loose inlet, and from cracked distal end rubber (a-rubber) glue; ultrasound image had broken elements, the ultrasound pink rubber was flabby; switch buttons had cuts; s-cover plate was missing; lg tube had buckles; angulation was low and there was play on the knobs. The issue of the brushed getting stuck while entering the channel port was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut pink rubber on the probe unit and light guide adhesive peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.